Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead underwent an ablation procedure immediately after implant. The device was programmed to vvi mode at 30 beats per minute (bpm), however, the escape rate was 40 bpm during the procedure. An oversensing was observed when the physiologist ran the electrogram (egm). The rv lead was noted to be in a mid-septal position with radio frequency ablation of 55 watts at 65 degrees celsius. No detrimental outcome was reported since the patient had an escape rate of 40 bpm. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.